Event description:
It was initially reported that the device was "wasted." Through follow-up with the health-care provider, a copy of the operative report was received. Through the operative report, it was learned that the device was explanted at implant due to suture looping.

Manufacturer narrative:
(B)(4) suture looping. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health care provider (via fax), additional information and a copy of the operative report were received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.